Event description:
In 2008, the patient reported that 2 weeks ago the cannula of his infusion site was bent when it was removed. The infusion site had been in use for 2 days when he began to experience elevated blood glucose (200-300 mg/dl). He switched to a different type of infusion set and has had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to the returned for evaluation.